Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right sided implant not demonstrated') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, stress urinary incontinence, polymenorrhea and left lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), polymenorrhoea ("polymenorrhea") and pelvic pain ("chronic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, polymenorrhoea and pelvic pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 3coils visible on patient's right and 5 visible on left. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; painful intercourse, pelvic pain lot number: 646510 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right sided implant not demonstrated') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, stress urinary incontinence, polymenorrhea and left lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), polymenorrhoea ("polymenorrhea") and pelvic pain ("chronic pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, polymenorrhoea and pelvic pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 3coils visible on patient's right and 5 visible on left lot number: 646510, expiration date: (B)(6) 2012 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; painful intercourse, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: fu 3 & 4 process together. Event "right device not demonstrated" was added. Reporter information was added. On 7-dec-2020: fu 3 & 4 process together. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, stress urinary incontinence and polymenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), polymenorrhoea ("polymenorrhea"), pelvic pain ("chronic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, polymenorrhoea, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 3coils visible on patient's right and 5 visible on left. Lot number: 646510, expiration date: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new events chronic pain, dysmenorrhea, polymenorrhea were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in a female patient who had essure (batch no. 646510) inserted for female sterilisation. The patient's medical history included dysmenorrhea, stress urinary incontinence and polymenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: 3coils visible on patient's right and 5 visible on left. Lot number: 646510, expiration date: jun-2012 2012 quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The patient's medical history included dysmenorrhea, stress urinary incontinence and polymenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: 3coils visible on patient's right and 5 visible on left. Lot number: 646510, expiration date: jun-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.